Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the medication map was not showing to allow staff to pick medications for patients on drawers 2.1. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height matrix drawer was not displaying the virtual map. A field service engineer (fse) tested drawers 2.1 and 2.2 using the hardware test application and found that the position sensor was not reading accurately. The position sensor was replaced, the drawer was successfully retested using the hardware test application, and the station was restarted. The system functioned as intended after the field service engineer repaired the device.